Manufacturer narrative:
G1: manufacturer contact facility name: shirakawa olympus co., ltd. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable is cut. A definitive root cause cannot be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high definition autoclavable camera head has a "cut on the cord". There were no reports of patient harm.